Event description:
Intra-aortic balloon catheter was placed due to cardiogenic shock. Approx 5.5 hrs later, blood "flakes" were noted to be present in the extracorporeal tubing, indicative of a leaking balloon. The iab console was alarming "slow gas loss" at the time. The physician was notified of the event, iab console placed on "standby" at his request, and the iab catheter was replaced about one hour later. There were no negative outcomes in pt status noted.